Event description:
Site brought patient into scan room on a ferromagnetic gurney. The patient was thrown into the magnet with the gurney. The technician immediately quenched the magnet in order to release the patient as well as the gurney from the magnet. The patient sustained fractures to the foot, ankle and leg.

Manufacturer narrative:
Siemens service engineer evaluated the equipment on january 13, 2009. The equipment was operating according to specifications. The engineer repaired the broken covers on the front of the magnet and the system was returned to service.